Event description:
The sheath was introduced via the right femoral artery with no problems at all. An angioplasty of the right sfa was performed successfully with the 18lp and v18 wire. The 18lp came back out of the sheath easily and no resistance was felt. When the physician came to remove the sheath from the groin, the haemostatic valve came away in his hand. No force was applied. The groin was immediately pressed on to reduce blood flow. The entry site then had to be made larger with a scalpel so that they could 'grab' the blue part of the sheath with forceps, successfully removing it from the pt. The groin was then pressed on and the pt was fine.

Manufacturer narrative:
(B)(4). Check-flo introducer, final inspection confirms 100% that the flare on proximal end of sheath is caught securely in proximal fitting and that the sheath does not rotate in fittings. It is also confirmed that the cap is snapped onto body. No product was returned to assist in this investigation; therefore, it is not feasible to determine with certainty why the customer experienced difficulty during this procedure. While this failure mode is relevant to action for sheath proximal fittings, it was initiated at management discretion prior to the receipt of this complaint. We will notify appropriate internal personnel and continue to monitor complaints for similar occurrences. Risk analysis was performed by quality engineering regarding the failure mode of hub separation for rcf(n)(w)-5.5 and 6.0 fr introducers and concluded that the risk remained acceptable and no further action is necessary.